Manufacturer narrative:
The reported event was ¿helix didn¿t deploy properly and then just shot out in one motion¿. A complete lead returned. Visual inspection and x-ray examination of the lead found the helix to be extended, stretched, and bent. The helix mechanism/extension length test could not be performed due to the damaged helix consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the lead exhibited helix mechanism issue resulting in failure to extend the helix. The lead was removed and replaced. The patient was in stable condition throughout.